Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the monopolar mode did not turn off immediately after releasing the activation button. A new device was used to complete the procedure and there was no injury to the patient.